Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported inability of the device to recognize an open door state which was reproduced upon opening the device's door during evaluation and found to be caused by a failed upper aux. The upper aux was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not prompt the user to load a set with the door open, thereby not recognizing an open door state. There was no known patient injury or medical intervention associated with this event. No additional information is available.